Event description:
A customer contacted beckman coulter (bec) to report that the concentrated detergent bottle overflowed in the au5821-02 (au5800 series) clinical chemistry analyzer (210v). The concentrated detergent was not contained within the unit and spilled onto the floor within the laboratory. The operator slipped on the concentrated detergent and resulted in the operator breaking his arm.

Manufacturer narrative:
This event is described in the urgent product correction letter referenced under the correction/removal reporting number z-1834-2013. This letter explains a software limitation regarding au5800's with the line automation ready sampler which comes out of standby when new patient samples arrive will turn on its detergent pump to replenish the on-board concentrated detergent bottle. The software fails to give the command for shutting these pumps off. This will result in an overflow of the concentrated detergent bottles. The letter instructed the customer on the process to correct the issue and recovery of the limitation. The customer failed to follow the instructions listed in the letter.